Manufacturer narrative:
The device was not returned to zoll medical austalia for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing, defib/ pacer stress testing, and bench handling without dupliacting the customer's report. All buttons and alarms worked as intended. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed self-test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.